Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot number was returned for evaluation. The returned sample could not be tested due to the level of the coagulated blood within the fibers of the dialyzer. The dialyzer was then subjected to a destructive disassembly to better visually examine the polyurethane (pu) cut surfaces. Both screw flanges were removed and subsequent visual examination of the pu cut surfaces noted both ends to be intact; there was no visual damage, irregularities or separations identified. Subsequent visual examination did not identify any damage or irregularities; no kinked, looped or damaged fibers were noted. Further visual examination did not identify any voids. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. There is no recall associated with this complaint. The investigation into the complaint was unable to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer occurred fifteen minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer occurred fifteen minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation.